Event description:
The customer reported via phone call that they received a button error alarm when attempting to bolus. It was also found the insulin pump required frequent battery changes. The customer also reported moisture droplets under the insulin pump's screen. Customer also reported the numbers and menu on the insulin pump was changing without input. Customer's blood glucose was 14.6 mmol/l. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with normal operating currents no unexpected low battery alarm during testing noted. The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing noted. No moisture damage on the lcd board, mother board, interface board, remote frequency board, motor, vibrator during visual inspection. No numbers scrolling or numbers bolus on its own during testing noted. No water droplets on lcd window noted. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and corroded damage on battery tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.